Event description:
It was reported by the customer that a pyxis medstation es system prevented user from accessing dronabinol medication. The customer added that the device first prompts that amount was incorrect and please recount, then the second error states "a fatal error has occurred on the underlying data source. This could be caused by a network connection problem or a hardware issue. Customer conformed that they retrieved the required medication from different location. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d4, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-nov-2022 to 24-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device was not allowing customer to pull medication. The field service engineer cleared the log files and re-synced the database to resolve the issue. Additionally, the internal backup battery was replaced and tested. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
Section a1 - corrected patient identifier. Section b5 - updated describe event or problem. Section h11 - updated - upon investigation of the actual device used in this incident it was determined that the device was not allowing customer to pull medication. The field service engineer cleared the log files and re-synced the database to resolve the issue. Additionally, the internal backup battery was replaced and tested. The system functioned as intended after the field service engineer completed the repair.

Event description:
It was reported by the customer that a pyxis medstation es system prevented user from accessing dronabinol medication. The customer added that the device first prompts that amount was incorrect and please recount, then the second error states "a fatal error has occurred on the underlying data source. This could be caused by a network connection problem or a hardware issue. Customer conformed that they retrieved the required medication from different location and there was no patient care was impacted or delayed. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system prevented user from accessing dronabinol medication. The customer added that the device first prompts that amount was incorrect and please recount, then the second error states "a fatal error has occurred on the underlying data source. This could be caused by a network connection problem or a hardware issue. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the file had filled up with errors regarding fatal errors with the database. A field service engineer cleared the log file folder and re-synced the database to resolve. The system was functioned as intended.